Event description:
A customer technical advocate (cta) was contacted with regard to one patient sample generating a low hemoglobin. The sample was tested in autoloader closed mode using a cell-dyn sapphire analyzer generating a hgb=6.4g/dl result. The sample was then repeated in open mode yielding higher results for wbc, plt, rbc and hgb. Only the hemoglobin result of 14.1 g/dl was provided. The specimen was again repeated in open vial mode with comparable results. The closed mode results were not reported out and there was no impact to patient management reported. Service was dispatched.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.